Manufacturer narrative:
Product ID: mc1vr01-delsys fdc 22. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, physician felt there was resistance on the delivery system after deployment of the leadless ipg which caused the re-capture cone to be close to the leadless ipg after deployment. Pause and cardiac tamponade was observed during re-capturing attempt of the leadless ipg to the delivery system. The leadless ipg did not align with the recapture cone, capture was unsuccessful and the leadless ipg remained in a undesired position. The delivery system tether was forced to be cut due to femoral access needed for extracorporeal membrane oxygenation (ECMO) use. It was also reported that pericardial effusion was observed. Hospitalization with surgical intervention was required. The leadless ipg remains implanted, out of service. No further patient complications have been reported as a result of this event.